Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the kvm switch used with the central nurse's station (cns) was faulty, causing 2 display monitors to go black. Technical support (ts) assisted them in removing the bedside monitors (bsms) from the cns that failed and re-monitoring them at another working cns. No patient harm was reported. Investigation summary: the customer was requesting guidance on how to monitor a bsm from one cns to another cns. The original cns had a faulty keyboard video mouse switch (kvm), resulting in two black display monitors, making it impossible to view patient information. The customer was requesting help to remove the bsms from the cns with the black screens and re monitor them at a different cns. During troubleshooting, they accessed the monitored bed settings on the desired monitoring cns, identified the specific bedside to transfer, and successfully monitored it on the new cns. A faulty kvm is likely a result of hardware failure of the kvm. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined.

Event description:
The biomedical engineer (bme) reported that the kvm switch used with the central nurse's station (cns) was faulty, causing 2 display monitors to go black. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a faulty kvm switch and now has 2 black display monitors and can no longer see the patients. Nihon kohden technical support (tech support) assisted them with removing the bedsides from the cns that failed and re-monitored them at another working cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a faulty kvm switch and now has 2 black display monitors and can no longer see the patients. Nihon kohden technical support (tech support) assisted them with removing the bedsides from the cns that failed and re-monitored them at another working cns. No patient harm was reported.